Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against false negative results (confirmed, unconfirmed, conflicting) are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self test for multiple tests performed on unknown dates between (B)(6) 2025. This MFR. Report addresses test three (3) of four (4). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. Previous testing was conducted with another brand (brand unknown) on (B)(6) 2025 and generated positive results. The consumer reported seeing their doctor on (B)(6) 2025 and being diagnosed with covid-19. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self test for multiple tests performed on unknown dates between (B)(6) 2025. This MFR. Report addresses test three (3) of four (4). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. Previous testing was conducted with another brand (brand unknown) on (B)(6) 2025 and generated positive results. The consumer reported seeing their doctor on (B)(6) 2025 and being diagnosed with covid-19. No additional patient information, including treatment and outcome, was provided.